Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, patient underwent posterior lumbar fusion at l2-l3 due to degenerative disease. Intra-op, tip of driver broke. No fragment of the driver remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual, microscopic and hardness test was performed. Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. Conclusion: the above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.